Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas.the root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of electrode belt sn (B)(4) was completed at the distributor. Upon investigation the electrode belt failed a functional test. The cause for the failure was isolated to a bent pin on connector j703, and out of tolerance pins on the u700 component. The root cause for the damaged components was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to power on. Additionally, the patient's battery was returned and it was reported that the battery was unable to power on a monitor. The patient's electrode belt was returned to the distributor and failed a functional test.